Event description:
On (B)(6) 2010, an advance sling was implanted in a male patient participating in a clinical study. Two days after the advance graft was implanted, the patient was having urethra pain. This event is continuing no reported ams is requesting additional information.

Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device remains implanted. No conclusion can be drawn at this time. Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.